Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual and microscopic inspections were performed on the device and found that the spike tip had been broken off inside of another device. Leak testing, clear passage testing, clamp function testing, and integrity of the seal surface testing were performed with no issues noted. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient could not drain using the transfer set. The doctor replaced the transfer set and no further issues were noted. There was no patient injury or medical intervention associated with this event. No additional information is available.